Event description:
New information received notes that loss of capture was initially observed and lead dislodgement was confirmed via chest x-ray.

Manufacturer narrative:
Correction: h6.

Event description:
It was reported, that the patient presented for follow up. After the right ventricular lead had been implanted for left bundle branch pacing. It was discovered, that the lead had dislodged. The patient was scheduled for replacement. And the lead was explanted. The patient was discharged.

Manufacturer narrative:
Further information was requested, but not received.